Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, 13 days (B)(6) 2025) after a laparoscopic gastric bypass, the patient evolved with a surgical complication and had a surgical intervention that required reintervention. During the reintervention surgery, a perisplenic and perigastric collection of approximately 50 cc was found with omentum plastered and necrosis over the collection. The post-operative diagnosis corresponded to hemorrhage and hematoma that required a blood replacement therapy. On (B)(6) 2025, an unplanned reoperation was done, and it was determined that the reload failed and the surgeon reinforced the staple line with manual sutures. The patient was admitted to intensive care unit. The patient is currently alive and already discharged.